Event description:
On (B)(6) 2010, pt reported erratic blood glucose beginning (B)(6) 2010. Pt made statement that "it may have been a bad site or may be even the pump". Target blood glucose is 120 mg/dl. Highest blood glucose that was provided was 286 mg/dl and lowest blood glucose was 71 mg/dl. Pt bolused through infusion device as a correction for hyperglycemia and ate as a correction for hypoglycemia. Pt reported he has "had to eat to keep up with the amount of insulin" he was getting hourly. Hourly basal rates were adjusted by physician. Infusion device was not dropped on a hard surface. Correct type of battery was used in infusion device. Several attempts were made to contact pt for additional info. These attempts were unsuccessful. Infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue.